Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the stem having bi-debris embedded in the porous coating and the proximal end has gouges near and around the tapered slot. The distal end of the stem has nicks and scratches as well. The device was submitted for further analysis. Analysis determined a consensus modified goldberg score of 4. A score of 4 corresponds to damage over the majority of the surface with severe corrosion attack and abundant corrosion debris for the stem. Root cause unchanged. This complaint was confirmed based on the returned devices and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately 8 years post-implantation due to pain, difficulty ambulating and pseudotumor. Revision operative reports noted adverse tissue reaction and osteolysis. The stem, head and liner components were removed and replaced. No additional information is available at this time.

Manufacturer narrative:
Concomitant medical products: item name: kinectiv modular neck, item number: 00-7848-023-00, lot number: 61523923, item name: versys femoral head +0, item number:00-8018-036-02, lot number: 61522062, item name: cluster hole shell, item number: 00-6202-054-22, lot number: 61506328, item name: xlpe poly liner, item number: 00-6305-050-36, lot number: 61486465, item name: bone screw, item number: 00-6250-065-30, lot number: 61395965. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00516, 0001822565 - 2019 - 02165. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Preoperative reports note that the patient had incidences of near dislocations. During revision, a pseudotumor and osteolysis were noted. The acetabulum was found to be well-fixed and in a good position. Review of the device history record identified no deviations or anomalies would contribute to reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown, item number: unknown, item name: unknown versys femoral head, lot #: unknown, item number: unknown, item name: unknown liner, lot #: unknown, item number: unknown, item name: unknown kinectiv neck, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02166, 0001822565 - 2019 - 02165.

Event description:
It was reported patient underwent hip revision approximately eight (8) years five (5) months post-implantation due to unknown reasons. The head and neck components were removed and replaced. Attempts have been made and no additional is available.